Event description:
It was reported that there were concerns this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.